Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: promus element, mr, ous 3.00 x1 6 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on proximal stent strut row 4 were lifted and pulled distally and stent struts on distal stent strut row 3 were also lifted and pulled distally. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 23-jul-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 94% stenosed, 16x3.00mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and that patient's status was stable. However, returned device analysis revealed stent damage.